Event description:
It was reported that pump touchscreen was cracked and shattered, making screen illegible and unresponsive, and caller did not know how damage occurred. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, pump was confirmed in warranty, and technical support arranged shipment of replacement pump, provided instructions for placing damaged pump into storage mode, advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and instructed customer to return damaged pump using prepaid label, which customer understood and acknowledged.